Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing history record and the shipping inspection record. As a possible cause of this case, the following factor was inferred. However, since the actual device was not returned, it was not possible to clarify the cause of the occurrence. The stent was compressed by the lesion due to some factor (insufficient pre-dilation, etc.), resulting in poor deployment. Relevant instructions for use (IFU) reference: "pre-dilatation of the target vessel is recommended." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: after poba (pre-dilation by a balloon) for the simple stenosis lesion in the right femoral artery with puncturing the left radial, the stent was deployed. However, it was not dilated as usual and poor deployment and stent protrusion were observed. After additional post-dilation, the second stent was placed as partially overlapping the first stent and the procedure was finished. No patient harm was reported.